Event description:
Patient reported they had dentist visits and will provide documentation showing they have a severe overbite. Their dentist advised that this has caused their bottom teeth to chip and crack and they will be seeking treatment with invisalign or braces to correct the bite issues. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Medical device problem code added: unintended movement. Dentist followed up and stated the patient needs to cease treatment from byte aligners due to this event.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.